Event description:
It has been reported by a dealer that a tdxsp power chair will randomly stop, refuse to move for a few seconds, then it will suddenly turn to the left. The power chaise has to cycle power for it to move again.